Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The absorber assembly was cleaned, and the ez change valve assembly and inspiratory/expiratory check valves were replaced. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 12/29/17 phone call, 01/02/18 phone call, 01/03/18 phone call.

Event description:
The hospital reported that, during a case, higher than expected co2 readings were noted. There was no reported patient injury.